Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that the lead insulation was abraded and the outer coil exposed at 19.5 cm to 19.7 cm from the connector pin. The abrasion was consistent with exposure to constant friction with another implantable device. This likely contributed to the reported capture anomaly.

Event description:
It was reported that the right atrial lead exhibited loss of capture. The lead was explanted and replaced.